Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-feb-25, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 96.2 mcg/ml) via an implantable pump for intractable spasticity. It was reported the patient had been getting baclofen decreases and the dose was now at the minimum dose (96.2 mcg/day). The patient and their father stated they have not noticed an increase in their spasticity when the pump was decreased. A dye study was scheduled to rule out any issue. The patient's father stated they may just have the pump removed. On (B)(6) 2021, during the dye study, the hcp was unable to aspirate medication from the catheter access port (cap), so the dye study was not done. The hcps and patient would discuss how they want to proceed. The issue was not resolved. The patient's status was alive - no injury. On (B)(6) 2021, additional information was received from the rep. The rep reported it was "unknown" if the cause of the inability to aspirate from the cap had been determined. It was "unknown" if any further actions have been taken or planned. The rep then stated that the physician's office has not been contacted, but the office was to contact the rep when the patient was scheduled for revision / removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the revision/removal has not yet been scheduled.